Manufacturer narrative:
Customer explained that the operators were scanning too quickly and this is when the wrong information was scanned into the instrument. Customer stated the issue is operator related and she has no issues with the instrument or the barcode scanner. Customer has retrained the operators. Customer cleaned barcode printer and applied the barcode vertical to better scan the barcode. Instrument is operational.

Event description:
Customer states the barcode label for the specimen read only 6 digits instead of the 7 which is normally found on their specimen ids. She states the number transmitted to their middleware where it errored out as invalid. Customer indicated that no data was transmitted to the patient record in either the lis or emr and physician was notified verbally by nurse of the results of the test performed. There was no report of injury due to this event.